Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, it has not been returned. A follow-up report will be provided once the device is received and reviewed.

Event description:
During insertion, the PICC was flushed prior to insertion and no leak was noted. The PICC was then successfully inserted into the patient. While checking for blood return, the PICC was flushed and noted to be leaking next to the bd. The PICC was then cut to perform a catheter exchange.